Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a portion of the lead was returned. Visual inspection noted that the tip section was deformed/fractured approximately 15 cm from the tip, this was likely caused by a suture sleeve clamp during the implant. Laboratory analysis confirmed that the lead was fractured while the allegation of dislodgment was not confirmed.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a new device procedure the suture sleeve was tied down after this right ventricular (rv) lead was placed. It was noted that the lead had previously dislodged while attempting to position the lead, thus the suture sleeve was tied down firmly. After the suture sleeve fixation upon looking at the fluoroscopy images the rv lead appeared fractured and the pacing impedance measurements were out of range. Loss of capture was also noted. The rv lead was replaced and the procedure was completed with no further issues. The rv lead will be returned. No adverse patient effects were reported.